Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient with a targeted drug delivery system for chronic pain. Indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. The patient had a "staph infection [illegible word] with post-op." There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.